Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR (device history record) review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8077683).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the bone to cement interface. Cement manufacturer is unknown. Tibial base plate was removed with zero cement still attached to the prosthesis. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.